Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a falsely elevated magnesium result on the architect c16000 analyzer. The following data was provided:sid 4514291 initial 2.67, repeat 0.54 mmol/l. The result was not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The high concentration waste (hcw) a nozzle on the cuvette washer was not properly dispensing or aspirating. The issue was probably caused by the hcw a nozzle, sample and/or r2 inner tubings, and leaking acd valves. The issue was resolved through standard troubleshooting procedures and completing past-due maintenance. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.